Event description:
The event is reported as: the flow to the heater was interrupted and heater did not alarm. When this was discovered, the gas was very hot. No injuries reported.

Manufacturer narrative:
Product has been received by MFR for eval, but investigation report is incomplete at this time. A f/u report will be sent when investigation is complete.